Event description:
It was reported that rotation speed was unstable. A rotapro console kit ul/csa refurb was selected for use. During the procedure, the speed was unstable, with the rpms randomly jumping to 400rpms. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual analysis revealed showed visible marks and scratches on the front panel and scratches on the rear housing. The console passed the functional test without failing at any step.

Event description:
It was reported that rotation speed was unstable. A rotapro console kit ul/csa refurb was selected for use. During the procedure, the speed was unstable, with the rpms randomly jumping to 400rpms. No complications were reported.